Manufacturer narrative:
Submit date: 10/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2016 service found the unit had a burnt component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the condition of a service finding of ¿the unit had a burnt smell/component¿. The service technician's findings were confirmed. Liquid ingress caused the pcba to corrode as a result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.